Manufacturer narrative:
Review of the manufacturing records confirms that the device met all material, assembly and performance specifications. Only the main detached coil (the third coil - the subject device) was returned, the delivery wire was not returned for analysis. Visual and microscopic inspection of the returned device found that the coil was intact and there was no evidence of stretching or damage. There was no damage to the main coil junction/ detachment zone. There were no anomalies noted to the distal tip ball. A functional test could not be performed as the coil had been detached. The micro catheter was returned for analysis with the 4th coil jammed inside and protruding from the distal end of the microcatheter. The distal end of the microcatheter and the 4th coil were stretched and kinked. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is probable that the fourth coil was damaged during advancement through the kinked and stretched distal section of the microcatheter. The damaged fourth coil was hooked on the previously placed subject third coil causing it to become dislodged and removed from the aneurysm as the coil and the microcatheter were being removed from the patient¿s body. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported coil migration.

Event description:
It was reported that the third coil (subject device) was uneventfully placed and detached inside the aneurysm. However, the third coil migrated from the aneurysm into the microcatheter. While the physician was advancing the fourth coil through the microcatheter; the proximal part of the third coil was caught on the distal part of the fourth coil and both coils were jammed inside the microcatheter. Both coils and the microcatheter were removed from the patient as one unit. The procedure was completed with another of the same device. There was no clinical consequence to the patient.

Event description:
It was reported that the third coil (subject device) was uneventfully placed and detached inside the aneurysm. However, the third coil migrated from the aneurysm into the microcatheter. While the physician was advancing the fourth coil through the microcatheter; the proximal part of the third coil was caught on the distal part of the fourth coil and both coils were jammed inside the microcatheter. Both coils and the microcatheter were removed from the patient as one unit. The procedure was completed with another of the same device. There was no clinical consequence to the patient.